Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection, alarm log review, and functional testing were performed. During the evaluation, it was found that the battery was discharged. The cause of the discharged battery could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The pump has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a discharged battery. No additional information is available.